Event description:
It was reported that the device was getting hot during testing at the user facility. There was no patient involvement reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot during testing at the user facility. There was no patient involvement reported with this event.